Manufacturer narrative:
Manufacturer's investigation conclusion: eurosets confirmed a slow leak at the top of the returned eurosets amg (advanced membrane gas exchange) pmp (polymethylpentene) oxygenator due to pmp fiber breakage. A specific root cause for the fiber breakage could not be conclusively determined through this evaluation. Review of the submitted oxygenator photos confirmed priming fluid in the top housing of the oxygenator. The eurosets oxygenator, lot # 5969906, was returned to abbott and an initial visual inspection was performed that confirmed priming fluid in the gas inlet port and top housing. A potential fiber breakage was noted at the top of the oxygenator; however, visual inspection alone was unable to confirm the fiber breakage. There was no other obvious damage or abnormalities. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was set up in a circuit with a 500-milliliter reservoir of physiological water and peristaltic pump. The water was circulated through the oxygenator for 10 minutes at a flow of 6 liters per minute. A slow fluid dripping was noted in the upper part of the oxygenator. To identify the exact point of leakage, the device was sectioned removing the top housing of the gas compartment, refilled with water and then pressurized. The point of loss occurred due to the fiber breakage of the last winding at the blood outlet. The device history record for amg pmp oxygenator, lot # 5969906, was reviewed by eurosets and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). The specific root cause of the reported issue could not be conclusively determined; however, eurosets determined that the issue occurred after eurosets manufacturing and test phases. Eurosets reported that after thoughtful and deep investigation on possible improvement processes, a series of additional, specific controls and manufacturing changes have been implemented which have been able to reduce the occurrence of this issue. The eurosets amg pmp instructions for use (IFU) (rev. 04) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Also, under the list of warnings, the IFU warns that ¿before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the day after a centrimag circuit was primed with the oxygenator, air was noted to be in the top of the oxygenator. When the air was attempted to be flushed out through recirculation, air and saline came out of the gas inlet port. The gas flow was between 6 to 10 liters when the air was attempted to be flushed out. The saline was flowing at 3000 rpm. No leaks or damage to the oxygenator were observed. Inlet and oulet pressures were not measured at the time of the event. The oxygenator was replaced.